Event description:
Instrument was reported for unknown reason. It did not happen in surgery. Investigational findings determined device was broken.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that instrument was reported for unknown reason. It did not happen in surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found broken at the superior part. The broken fragment was not returned. No other issues were identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was not performed since it is not applicable to complaint condition. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion and a off-axis impaction forces. The overall complaint was confirmed for the concave impactor tip. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. D this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.